Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent thoracic graft was attempted to be implanted in the endovascular treatment of a 64 mm thoracic aortic aneurysm. It was reported that during the index procedure, after the abdominal blood vessel prosthesis implantation, the stenosis of the anastomotic site was approximately 5 mm. It was stated that a 22f non-medtronic sheath was inserted without any issue, the valiant navion stent graft was then inserted, however the device got caught beyond the bifurcation part of the artificial blood vessel and the device was unable to be delivered. It was reported that the stent graft was slightly damage, the 22f sheath was used as support and an attempt was made to insert the device through the sheath, but the device did not advance. It was reported that the access site was damaged and the patient's blood pressure decreased. The physician then repaired the damaged part and the operation was discontinued. As per the physician, cause of the event was anatomy. It was reported that the stenosis were present at the anastomotic site of abdominal artificial blood vessel and the bifurcation part of artificial blood vessel no additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
B:5 additional information received; it was reported the outer sheath was caught in the artificial blood vessel which caused the damage to the delivery system. It was reported that there was vascular damage also which was repaired by implanting a bare metal stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and the tip capture release in the home position. A number of kinks were observed along the graft cover over the graft. No further deformation was observed to the device. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.